Manufacturer narrative:
Medical records were received and the clinical investigation reveals the following: medical records do not contain dialysis treatment sheets or progress notes for this event. According to the hemodialysis registered nurse, the patient's nephrologist believed the pain to be an allergic reaction to the fresenius 160 dialyzer. The suspicion of allergy is not mentioned in the medical record. According to the hemodialysis registered nurse, the patient also experienced issues during her treatment on 10/05/2015. Medical records reveal patient was changed to exceltra 170 and completed final two hours of treatment without difficulty. According to another hemodialysis registered nurse, there is no information that the patient had used this dialyzer previous to coming to the clinic. There is no mention in the medical records of any allergy. The hemodialysis registered nurse denied any other abdominal co-morbidities prior to the event. Hemodialysis registered nurse stated the patient is doing well dialyzing with the baxter exceltra dialyzer. Hospital discharge records show the patient is a female. However, some dialysis records and lab records indicate the patient is an asian male. Patient's female gender was confirmed by the dialysis clinic. Patient's physician alleged possible allergy and the patient was tried on another dialyzer without difficulty. There is no documentation in the medical record that indicates the product malfunctioned or was contaminated. The device was not returned to the manufacturer for physical evaluation; therefore, the failure mode cannot be confirmed. Review of the batch production records did not reveal a probable cause for the customer complaint. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the sub-assembly lot numbers used in the production of the finished lot was performed. No non-conformances were found in any of the raw materials used in finished lot production including fiber bundle. It was confirmed the correct components were used after comparison with the corresponding bill of materials.

Manufacturer narrative:
The user facility was not able to provide the actual device for evaluation. It was discarded. The post market surveillance department is in the process of reviewing medical records and treatment data related to the report of abdominal pain, nausea, and vomiting. A supplemental medwatch will be submitted upon the completion of the investigation.

Event description:
During follow up for a previous report of abdominal pain during the patient's hemodialysis treatment on (B)(6) 2015, it was reported the patient experienced severe abdominal pain and vomited one hour into her treatment on (B)(6) 2015. The treatment was discontinued with the fresenius dialyzer and re-started using another manufacturer's dialyzer. The symptoms did not return and the patient was able to complete her hemodialysis treatment. She continues on hemodialysis with the other manufacturer's dialyzer without issue. From medical records: dialysis prescription: f160nre optiflux dialyzer; 3.0 potassium 2.5 calcium acid bath; estimated dry weight-49.0 kg. Sodium setting 140; bicarb setting 33; blood flow rate 400; dialysis flow rate 800; treatment time 3.0 hours/ pre-treatment information: weight 43.7 kg, blood pressure 131/88, pulse 109, temperature 97.2. Post treatment information: weight 43.3 kg, blood pressure 131/82, pulse 87 irregular, temperature 98.8.